Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the aorta in a 57-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and dialysis, presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on a cardiac bypass, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass surgery (CABG) and aortic valve replacement/repair. While the patient was in the intensive care unit (ICU), there was limb ischemia in the lower extremities. It is unknown if treatment was required or if the ischemia resolved. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.0l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics.

Manufacturer narrative:
Ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
B5. Additional event description added. D6b. Explantation day, month and year added.

Event description:
Additional information from the complainant reports no intervention was performed and the patient has since been transferred to another hospital. The product was discarded.